Manufacturer narrative:
Product event summary: the 2af283 balloon catheter with lot number 09876 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 13 applications on the reported event date. During functional testing, the console terminated the application and triggered system notice 50007 "the safety system detected fluid in the console and the system in inoperable." Pressure testing and inspection was performed on the subcomponents of the balloon, handle, and shaft segments. During pressure testing of the balloon segment, an inner balloon breach (pinhole) was observed. Dissection showed that the flat braid was broken, and its sharp edges were lifted that could have caused the breach. The guide wire lumen breach caused by protruded braid wire and guide wire lumen material deformation (bulging) was observed. The protruded flat braid wire and guide wire lumen breach are located at one inch from the tip. X-ray imaging revealed the injection tube coil is located and confined within the inner balloon's neck. The measure of the balloon¿s neck to guide wire lumen tip bond length falls at the lower tolerance limit (3.9 millimeter). The balloon¿s neck measurement is at the upper tolerance limit (6.86 millimeter). The assembly of the injection tube is at the lower tolerance limit(1.92 millimeter). The tolerance stack-up effect between the inner balloon distal neck to guide wire lumen tip assembly most likely caused the injection tube coil location and confinement within the distal neck of the inner balloon. In conclusion, the balloon catheter failed the returned product inspection due to the guide wire lumen breach, a pin size hole on the surface of the inner balloon, and a protruded/broken flat wire braid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, there were "intense" temperature deviations during ablations. The balloon catheter was not replaced and was able to complete the procedure. The case was completed with cryo. No patient complications have been reported as a result of this event.